Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device exhibits intermittent pressure-control instability during operation. Specifically, the preset pressure is 12 mmhg. However, once this pressure is reached, the flow does not return to 0 as expected. Instead, low-level insufflation continues (with flow fluctuating between 1-5), which may cause the pressure to increase further to 13-15 mmhg. During this process, an abnormal continuous valve opening and closing noise can be heard. Afterward, if the user stops and restarts insufflation, the device resumes normal operation." No negative impact in state of health reported.